Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 175mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan and a replacement will be sent. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was received with motor error alarm during occlusion test due to faulty fsr (gold). Motor passed motor test. Unit was received with normal operating currents and no unexpected off no power alarm, low battery alarm or blank display noted. Unit was received with missing end cap sticker, cracked case at display window corner, cracked lcd window, minor scratched lcd window and cracked reservoir tube lip.